Manufacturer narrative:
Follow-up #2: date of submission 10/30/2017- device evaluation: in q3 2017, there were 91 instances of power - damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #4 26-apr-2018 device evaluation: in q1 2018, there were 3 instances of power - damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #7: date of submission 10-jul-2019. Device evaluation: in quarter 2 of 2019, there was 1 instance of power damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 231 allegations of a malfunction, 143 pumps were returned to animas and investigated. Of the investigated pumps, 140 were found to be malfunctioning due to battery cap damage and battery compartment damage. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 231 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power with damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-78 years of age and between 6 and 300 pounds. Of the reported patients, 102 were male, 128 were female, and 1 was unknown.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there was 1 instance of power - damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
During investigation for unrelated complaints, there were 2 additional power issue with damage failures found.

Manufacturer narrative:
Follow up #3 30-jan-2018 device evaluation: in q4 2017, there was 1 instance of power - damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #5: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of power - damage failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.